Event description:
It was reported that during use of this reciprocating saw, the device ran very hot. There was no injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation results: the handpiece was received for evaluation and the reported problem was confirmed. During testing of the reciprocating saw, it ran above temperature specification. Further investigation found cast stator failure, rotor failure and collet failure with rust like deposits noted inside the handpiece. In addition, this handpiece was found to be overdue for preventive maintenance. The instruction manual for this handpiece recommends a service interval of every 12 months for this device. This unit was last serviced in april 2004. The customer will be contacted to provide additional information regarding care and maintenance for this handpiece.